Event description:
It was reported that after the xience prime was deployed in the moderately calcified target lesion in the right coronary artery, the stent delivery system (sds) was being easily removed from the patient when it got caught on the 6 french non-abbott guiding catheter. The sds then broke at the transition point. The guide catheter was removed from the patient, which, in turn, removed the broken segment of the sds without intervention. There were no parts left inside the patient. The procedure was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Guiding catheter resistance could not be tested due to the condition of the returned device. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch filed, device evaluation found that the xience prime was returned on a balance middle weight (bmw) guide wire. It was later confirmed that the separated segment of the xience prime was removed with the bmw guide wire.